Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number : 2000019564, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing stimulation on the right side and needed left side coverage. It was noted that the leads had migrated due to a non-device related fall. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.